Manufacturer narrative:
Based on the supplier investigation, a review of the device history record could not be conducted as lot number was not provided. A sample was not provided for investigation, but a review by the supplier of their records for the past 12 months did not identify any similar defects. The raw materials used for the manufacturing of this gown have not changed according to the supplier. Therefore; based on the information available for this investigation, the root cause could not be determined. All involved personnel have been informed of this reported issue and the supplier will continue to monitor.

Event description:
Customer informed cardinal that they are tracking a patient with an infection from a case that occurred on (B)(6) 2019. This case used a cardinal health podiatry pack that contained a level 3 surgical gown. The procedure was performed prior to the hold and recall notice(s) that were provided to customers beginning on (B)(6) 2020. No sample was available for evaluation and a work order/lot number was not provided for the kit, therefore, we are unable to confirm that the gown in the kit was part of the recall issued by cardinal health.